Manufacturer narrative:
Additional: device details have since been reported and section updated. This report is submitted june 13, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. Re-implantation is planned but has not taken place as of the date of this report.